Event description:
The patient (pt) stated they had to put the ins on a different location and they ended up having to do a laminectomy because of spinal stenosis. Pt also said they had a surgery and were in the hospital for 4 days. Agent redirected patient to their hcp to set up an appointment with a rep to further address the issue. No symptoms were reported. [See (B)(4) for information pertaining to the charging issues.]

Manufacturer narrative:
Continuation of d10: product ID a90300 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.